Manufacturer narrative:
Correction g1: contact last name. The product has been requested but not received. However, a review of the video attached to the complaint file was performed. The original packaging was not visible in the video. The part number and lot number could not be verified or determined. However, the video does clearly show a 23ga vit cutter in a surgical setting. The tip of the vit cutter was in a metal bowl with fluid. The tubing connections at the stellaris system appeared to be correctly positioned and the stellaris indicator "green ring lights" were on. However, tight tubing connections could not be verified by viewing the video alone. The cutter was activated with the cut rate set to 200 c.p.m. The system vacuum rate was set to 200 mmhg. The tubing had fluid droplets visible, but no fluid flow could be seen moving through the aspiration. The cutter did not appear to be aspirating. It should be noted that a lack/loss of vacuum could contribute to poor cutting performance. The cause of the vacuum loss could not be determined by viewing the video alone. The root cause of this complaint could not be determined as the complaint product was not available for analysis at the time of this evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.

Manufacturer narrative:
The product has been requested but not yet received. The device history was reviewed and found to meet manufacturing specifications. This investigation is ongoing.

Event description:
The user facility in china reported the vitrectomy cutter could not cut during the operation; however, the aspiration continued. The procedure was prolonged for 10 minutes. There was no patient injury. The surgery was completed, and the patient is recovering well.